Event description:
Per physician, the polyethylene post/metal stem is eccentric and failed. The femoral connecting screw has backed out and loss of fixation from the femoral stem and femoral component. Artificial knee joint in place x16 years. Replacement required.